Event description:
The customer reported to customer service that the very first time she used her breast pump there was no suction. The nipple was not moving in and out of the tunnel of the breast shield. She purchased new parts and accessories and that seemed to correct the issue. Now there is low suction on the left side and no suction on the right side. The customer indicated that she has mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up, the customer indicated that she is breast feeding her baby, but started using the pump on (B)(6) 2011, when her milk came in to relieve engorgement. The pump was not producing vacuum, so she stopped using it and took it to a meeting with a lactation consultant, who indicated that the pump was not working. She developed mastitis and saw her physician who prescribed an antibiotic for treatment. She also indicated that she received the replacement pump (but has not used it because she is solely breast feeding), that the mastitis is resolving, and that she would return the original pump, however, it has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition. Page 294)]. The pump was not received for testing/analysis and it, therefore, it cannot be definitively concluded that it caused or contributed to the infection. Should add'l info or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed. We will monitor complaints for similar issues and will initiate a CAPA as necessary.